Event description:
It was reported that impedance was increased/high, and high voltage impedance continued to fluctuate between 29 to 234 ohms. Since impedance issues began immediately after placement of the lead, it was suspected the pin was not fully inserted into the device. Options were discussed with the physician, and the device and lead remained in use. Over five years later, it was again reported that impedance was greater than 200 ohms. The device and lead remain in use. No patient complications were reported as a result of this event. It was later reported that the measured rv coil impedance was greater than 2000 ohms and that the patient had received shocks. Upon opening pocket for lead revision it was noted that the rv coil pin had become disconnected from the device. The lead tested normal through the analyzer and was left in use. The device was replaced. The lead was also reported to have oversensing after it had been reconnected.

Manufacturer narrative:
It was reported that the patient had been wearing a life vest and had been shocked. The lead was extracted and replaced due to fracture. No further patient complications were reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
It was reported that the patient had been wearing a life vest and had been shocked. The lead was extracted and replaced due to fracture. No further patient complications were reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High impedance on max hv-coil (200-350 ohms), max ring-coil (250-375 ohms) over entire length of pdd file ((B)(6) 2009 - (B)(6) 2010). Sudden rise in max ring-coil impedance on (B)(6) 2010. Min/max v-pace is steady and within range (650-850 ohms) for the entire file. 2138 v-sics (short interval counts) over last 149 days, average of 14.3 v-sics/day. 24 short v-v cycle episodes (<220ms period) noted between (B)(6) and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that impedance was increased/high, and high voltage impedance continued to fluctuate between 29 to 234 ohms. Since impedance issues began immediately after placement of the lead, it was suspected the pin was not fully inserted into the device. Options were discussed with the physician, and the device and lead remained in use. Over five years later, it was again reported that impedance was greater than 200 ohms. A connection issue was again questioned. The device and lead remain in use. No patient complications were reported as a result of this event.